Event description:
Hcp reported pt presented iwth a loss of effect and withdrawal smyptoms the first week following a refill. The pump was explanted in 2004 and returned to the MFR for analysis. At explant, 10 ml of a white liquid was aspirated from the pump pocket. Hcp reported the therapy-outcome was ok.